Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to an advisory/recall notice. The device had also reached elective replacement indicator, which the physician felt was premature.